Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient could not move her left leg after the implant procedure due to a suspected hematoma. The device was removed and the patient is recovering in the hospital.